Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to dislocation of humelock reversed system. No information was given on removed parts. Surgeon has implanted eccentric glenospere and a ø40/+9 cup. Primary surgery occurred (B)(6) 2018.